Manufacturer narrative:
A photo was returned by the customer. A black fiber was visible on the cassette. Received one (1) new (B)(6) primary plum set for inspection. No particulate or visual anomalies were observed on the set. The set was flushed and collected using a filtration system. There was no particulate observed on the filter paper. The reported complaint can be confirmed based on the photo provided. The probable cause is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a plum set contained black dots in the pumping chamber of the cassette during the priming of medicine. The packaging was intact or sealed prior to opening. The medication used with the set was pertuzumab. The set was replaced and therapy resumed without any problem. There was no patient involvement and no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.